Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was heart attack and diabetes. The caller stated that they did not want to answer any further questions. The caller stated that they never got the customer's insulin pump back.